Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacture representative on (B)(6) 2017 regarding a patient receiving hydromorphone and bupivacaine (both medications at 5mg/ml and 0.8669mg/day) via an implanted infusion pump. The indications for use included spinal pain and other chronic/intract pain (trunk and limbs). It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2017, and their personal therapy manager (ptm) displayed error code 8476, indicative of a motor stall. Additionally, the pump was audibly alarming. It was noted that it had not been less than 2 hours since the patient exited the MRI field, and the MRI was not due to a suspected problem with the device or therapy. The manufacturer representative interrogated the pump on (B)(6) 2017 and the recovery occurred after the interrogation. It was noted that there was no "silence alarm" option. No patient symptoms were reported and no further complications were reported or anticipated.